Manufacturer narrative:
The reported event of broken lead with high impedances was confirmed. Microscopic inspection of the returned lead revealed a kink on the lead body where multiple internal wires were fractured. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected to while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation from a broken lead. Diagnostics indicated high impedances. In turn, the lead was explanted and replaced to address the issue. Therapy restored.